Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the motion batteries for the imaging system were depleting quicker than designed. The reported issue occurred after charging the batteries and disconnecting it. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect batteries were returned to the manufacturer for analysis. The batteries were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative reported that they went to the site and replaced the motion batteries to resolve the reported issue. The suspect batteries have been reported to have been discarded and will not be returned to evaluation.